Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has ben completed. Upon investigation, fuse f600 broken from the computer/analog (c/a) board. The cause of the inability to power on was the broken fuse. The root cause of the broken fuse was unable to be positively identified. No adverse event resulted from the damaged fuse. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) was unable to power on. The last patient to use the monitor did not report ay deficiencies.